Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display was missing segments and additionally noted that the lower case was broken. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the display of the external pulse generator was missing segments. The generator was returned for service. No patient complications have been reported as a result of this event.